Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 3/22/2022, it was reported by a sales representative via email that (2) ar-13995n multifire scorpion needle broke inside the patient. The first ar-13995n multifire scorpion needle broke after passing three fiberwires through the rotator cuff. Surgeon was able to locate the tip and remove it from inside the patient. A second ar-13995n multifire scorpion needle was opened and this one also broke when passing a suturetape through. However, surgeon could not locate the broken tip, even after using x-ray to find it. This was discovered during an open rcr procedure on (B)(6) 2022 and it was completed using a free needle. Case was delayed about 30 minutes.

Manufacturer narrative:
The complaint is confirmed based on the customer provided photo, which displays the the tip of the needle broken. However, without return of the device for physical evaluation, the cause remains undetermined. No change in harm was identified.